Event description:
The lead was returned to the manufacturer following the patient death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient death, analyzed, and subsequently tested out of specification. Follow up with clinic reported the cause of death is unknown to them. There is no allegation that there were any device or lead performance issues prior to death. Last carelink had been one month prior to death and noted 26 brief ventricular high rates with no delivered therapy. Death certificate revealed the cause of death was cardiac tamponade, pericardial effusion (likely malignant), and chronic obstructive pulmonary disease. No autopsy was performed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation and cosmetic esc and depression. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku

Event description:
The lead was returned to the manufacturer following the patient death, analyzed, and subsequently tested out of specification. Follow up with clinic reported the cause of death is unknown to them. There is no allegation that there were any device or lead performance issues prior to death. Last carelink had been one month prior to death and noted 26 brief ventricular high rates with no delivered therapy.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation and cosmetic esc and depression. Proximal segment returned and analyzed.